Manufacturer narrative:
The return package was opened and contained inside was the battery pack with a severed power cable. Contained within the battery pack were the 8 batteries, which displayed evidence of swelling and venting from the safety vents. There was no evidence of anode ejection. The remainder of the pulsavac was not returned. The cause of the short circuit is unknown, however typically happens when the user cuts the battery cable as observed in the components returned by the customer.

Event description:
It was reported that the battery pack of the zimmer pulsavac plus produced heat after use, and the batteries had leaked. It was also reported that the customer did not cut a cord. The reported event occurred following the completion of the procedure.